Event description:
This report was received from (B)(4) and is spontaneous report by a nurse from (B)(6) of peritonitis and not coping well on pd (peritoneal dialysis) in a patient coincident with dianeal pd4, dianeal pd4 freeline solo and extraneal viaflex therapies intraperitoneally (ip) for pd. At the time of this report, dianeal and extraneal therapies were discontinued. On (B)(6) 2012, the nurse contacted baxter (B)(4) and reported the patient was diagnosed with peritonitis. The cause of peritonitis was not reported. The nurse further stated the patient was not coping well on pd therapy and had stopped pd. The outcome of the peritonitis was not known.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required